Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The plastic reservoir ring was noted to have broken off and the reservoir cannot lock in anymore. No troubleshooting was performed, nor treatment was administered. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.